Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. Additionally, the distal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, there was a tip seal observation, and there was tip electrode miscellaneous (non-electrical). The analyst noted that the guide tooth was damaged during analysis.

Event description:
It was reported that lead was explanted and replaced due to dislodgment. No patient complications have been reported as a result of this event.